Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an occlusion in the left superficial femoral artery. Balloon angioplasty was performed and then an attempt was made to release the 5.0x150 mm absolute pro stent. After the stent had been released a quarter in the distal popliteal artery, the thumbwheel would not move. The handle was opened but the stent could still not be deployed. The delivery catheter was withdrawn but the stent moved up with the catheter. It was noted that the stent was deformed. Repeated attempts to remove the delivery catheter and stent were unsuccessful. Finally, a lot of force was applied to remove part of the stent from the vessel; this resulted in a fracture of the stent in the vessel, about 5-6 cm in length. A balloon was used to embed the fractured stent into the vessel wall and a non-abbott stent would implanted to cover the fractured stent. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported partial deployment, handle separation and stent material deformation and separation were confirmed. The reported mechanical jam of the thumbwheel, entrapment of device was not able to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the absolute pro ll peripheral self-expanding stent system utilizes a 0.035¿ (0.89 mm) guide wire as indicated on the product label and in the instruction for use (IFU). Additionally, the absolute pro ll instruction for use states: ¿use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system.¿ the investigation determined that the reported difficulties were likely the result of using an undersized guidewire with the absolute pro ll device. It is likely that inadequate support for the shaft due to use of an undersized guidewire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment failure. Additional attempts to rotate the thumbwheel against resistance may have caused the outer member separation at the distal end of the shuttle preventing any further transmission between the thumbwheel and retractable sheath. The additional treatment to embed the separated portion of stent in the vessel was related to case circumstances. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h6: investigation conclusions code 4311 removed; 4307 added.

Event description:
It was reported that the procedure was to treat an occlusion in the left superficial femoral artery. Balloon angioplasty was performed and then an attempt was made to release the 5.0x150 mm absolute pro stent. After the stent had been released a quarter in the distal popliteal artery, the thumbwheel would not move. The handle was opened but the stent could still not be deployed. The delivery catheter was withdrawn but the stent moved up with the catheter. It was noted that the stent was deformed. Repeated attempts to remove the delivery catheter and stent were unsuccessful. Finally, a lot of force was applied to remove part of the stent from the vessel; this resulted in a fracture of the stent in the vessel, about 5-6 cm in length. A balloon was used to embed the fractured stent into the vessel wall and a non-abbott stent would implanted to cover the fractured stent. There were no reported adverse patient sequela. No additional information was provided. Subsequent to the original report, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported partial deployment, handle separation and stent material deformation and separation were confirmed. The reported mechanical jam of the thumbwheel, entrapment of device was not able to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the absolute pro ll peripheral self-expanding stent system utilizes a 0.035¿ (0.89 mm) guide wire as indicated on the product label and in the instruction for use (IFU). Additionally, the absolute pro ll IFU states: ¿use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system.¿ in this event, use of the undersized (0.018¿) guide wire likely contributed to the difficulties encountered during use. It is likely that inadequate support for the shaft due to use of an undersized guide wire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment failure. Additional attempts to rotate the thumbwheel against resistance may have caused the outer member separation at the distal end of the shuttle preventing any further transmission between the thumbwheel and retractable sheath. The additional treatment to embed the separated portion of stent in the vessel was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.